Event description:
Information received with return of the explanted device notes an output and capture anomaly. It was also reported that the patient hit the pacemaker with great force with a wrench and since then there was a loss of capture.~~~~~~~~